Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Nurse reported that her patient had a tracheostomy tube in place; after approximately 2 hours of use, the patient's oxygen levels decreased and the patient needed to be bagged and the tracheostomy tube replaced. The reporter explained that the tracheostomy tube had been tested for leaks prior to use, and no leaks were detected; however, after removal from patient use, a leak was detected in the device cuff. No permanent adverse health effects were reported.

Manufacturer narrative:
A 6.5mm customized fixed tracheostomy tube was returned for investigation. During functional testing the device was submerged in water and air was inserted into the cuff. Immediately upon inflation, the device cuff deflated and air bubbles were observed escaping from the distal end of the device shaft. Inspection revealed a small pin hole on the cuff which allowed the air to escape and prevented the cuff from inflating. The complaint was confirmed but no root cause was found. MFR# clarification: new registration number 3012307300 (B)(4) has been received, however, this initial MDR was filed under the prior registration number 2183502 (B)(4).